Event description:
Two bolts broke off the two bolts bent on tube arm connection to the table, during pt positioning. Customer was trying to move the pt and the tube arm came loose. No serious injuries reported during the event. However, there is a potential for a serious injury if the malfunction were to recur and all bolts were to fail, causing the tube arm to fall on someone, or potentially sharp edges exposed or electrical shock hazzard with the exposed wiring. A MDR will be filed, due to the "potential for serious injury".